Event description:
Discordant advia centaur cp troponin ultra result was obtained on a patient sample. The result was reported to the physician. The sample was retested on the advia centaur cp, and the corrected result was reported. There is no known patient intervention or adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was dispatched to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result was due to the problem with the sample syringe, sample probe pcb assembly and the sample dilutor. The instrument was repaired. The instrument is performing within specifications. No further evaluation of the device is required.